Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6008253 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 6008253 was manufactured according to the document version 115 manufactured in the line 3, on 28/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/apr/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008253 and other no more complaint have been registered in database for the same lot 6008253 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.